Manufacturer narrative:
Occupation is lay user/patient. The returned test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 (hct: 45%): 2.4 inr, donor 2 (hct: 39%): 2.4 inr. Testing results: donor #1: retention meter and master lot strips: 2.4 inr, customer meter and customer strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.4 inr. Customer meter and customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were observed in the meter¿s patient result memory. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek vantus meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 11:36 a.m. The meter result was 2.1 inr and within a few minutes the laboratory result was 1.6 inr. The laboratory result was believed to be correct. The patients therapeutic range is 2.0-3.0 inr.